Event description:
It was reported that during normal product testing after washing, it was noticed that the tensioning component wasn¿t fully disengaging. It was tested on an implant, and it was slipping. There were no patient consequences. This report involves one application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: event date was an unknown day in july 2024. D4: the expiration date is currently not available. Additionally, the serial number for the device involved in the event was not provided; therefore, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: service and repair evaluation: the customer reported that on an unknown date during normal product testing after it came through the wash, it was noticed that the tensioning component wasn't fully disengaging. It was tested on an implant, and it was slipping. The repair technician reported device was not tensioning properly, "instrument operation to be smooth and non - binding through entire range of operation" was failed, functional test of the device was failed. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review (DHR): product code: : 03.501.080. Lot number : l250922. Release to warehouse date : 20 dec 2016. Expiration date : na. Supplier: na. Manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.